Event description:
A physician reported that while recently treating a pt (name and date not recalled by the physician) in the oral commissures; the "adg" needle disengaged and the collagen splattered on both the pt and the physician. The amount splattered was minimal and there was no injury to either the pt or the physician. No med intervention was required.